Event description:
Stiff type terumo glide wire inserted into femoral angiographic needle. Wire could not be advanced and while attempting to withdraw the wire, a portion of the wire coating stripped off. Fb confirmed by flouroscopy.